Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer has had a problem for over 2 months and is no longer interested in troubleshooting. Customer stated that they want the pump replacement. Customer's last blood glucose was 22.0 mmol/l. Customer treated with the pump. Customer requested a new insulin pump and refused troubleshooting.